Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation an internal chip was observed to be burned and reader got hot while charging. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation an internal chip was observed to be burned and reader got hot while charging. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained test strips. Visual inspection was performed on returned reader. No issues were observed. Reader did not power on with button depression, test strip insertion or usb cable insertion. Reader was getting hot while charging. The returned reader was further investigated and de-cased. A visual inspection was performed on printed circuit board assembly (pcba) and burn chip were observed on pcba. Extended investigation has been performed. The returned reader was further investigated and de-cased. A visual inspection was performed using a microscope on the returned reader and the reader printed circuit board assembly (pcba) and burn marks were observed. The reader event log was unable to be reviewed due to pc (personal computer) and software unable to recognize the returned reader. Bench testing was performed on the reader using a digital multimeter. The returned battery voltage was measured to be not within range specification. A known good battery was used for the remainder of testing and the reader unable to turned on. The returned reader was monitored under a thermal camera during operation, where thermal hot spots were observed on ic components, this was indicative of incorrect adapter usage for reader charging. Resistor was measured, any voltage across this resistor is evidence of excessive voltage/current bypassing the stm vbus protection circuit. This excess voltage/current through the ic components will permanently damage the components and will exhibit hotspots when operation of the reader is attempted. This also will cause the reader from powering on, this aligns with phase 1 observations. The device history record (DHR) was reviewed. The product passed all quality control tests prior to its distribution. No anomalies were found in the record. The reported field event of the reader becoming too hot to hold was not confirmed to use. Hardware product quality engineering (hpqe) determined that the root cause for thermal hotspots on ic components in stm readers was due to incorrect usb power adapter usage by the customer. Usage of an incorrect usb power adapter to charge the reader will surge critical ic components of the reader with excess voltage/current and permanently damage the reader. This is not possible with the abbott provided usb adapters; therefore, the issue is not confirmed to use due to incorrect adaptor used. At this time cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter were reviewed. The dhrs showed that the libre reader, cable and adapter passed all tests prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.